Event description:
It was reported that the patient experienced high impedances, which lead to ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. Therapy restored post-op.